Event description:
Healthcare professional (hcp) reports a pt reaction with the first usage of the psn (polysynthane) membrane. The pt experienced shortness of breath, wheezing and vomiting at the onset of the hemodialysis treatment. The dialysis treatment was discontinued and the blood was returned. The pt was treated with benadryl 25mg intravenously. The dialysis treatment was resumed with another psn membrane due to no other membranes being available. The dialyzer was primed with 3000cc of normal saline prior to initiation of treatment, and the symptoms improved per the hcp.